Event description:
Ous MDR - it was reported that 48 inappropriate shocks were delivered, leading to the explant of this lead. The implant, explant and event dates were not reported to us. There were no adverse pt effects reported. Linox td 65/16, (B) (4), MDR 1028232-2010-00127.

Manufacturer narrative:
Ous MDR - both leads showed fraying of the insulation. These damages must be regarded as the cause for the clinical complaint. The observed damage manifestations required excessive mechanical strain of the leads over a longer period of time. The position and characteristics of the fraying of the linox lead leads to the assumption of excessive mechanical load on the lead in the region of the valve plane, whereas the position and characteristics of the fraying of the setrox lead leads to the assumption of a simultaneous occurrence of strong pressure of the leads onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system inside the body, were not available for analysis. The deformation of the vcs shock coil is probably a result of the explantation process. The analysis did not discover any mfg error or material defect.